Event description:
It was reported via repair work order that the mattress top cover would not close due to a broken zipper. This allegedly resulted in fluid ingress on the foam crib. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: device will be replaced.